Event description:
It was reported that the buttons on (B)(6) pump were sticking, and the touch screen was frequently unresponsive, taking about five minutes to become responsive again. There was no reported impact to the customer's blood glucose level. (B)(6) declined follow-up at the time, and no additional information was provided regarding the outcome of the issue.